Manufacturer narrative:
Block a1 (other patient identifier): (B)(6). Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed normally. There were two bands successfully deployed; however, the remaining bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed that when the handle was rotated, the bands did not deploy off the ligator.